Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace insert was analyzed, and the findings did not replicate or confirm the customer reported event of recognition issue. Visual inspection found no damage to the blade. The instrument passed energy recognition on an in-house generator. Additional unrelated observation(s) not reported by site: the instrument was found to have teflon pad damage. The teflon pad was damaged at the midpoint, and the damage was axially aligned with the pad. The teflon pad damaged, and there may be missing pieces; however, the size of the missing pieces cannot be confirmed, indicating that a fragment may have detached from the insert. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic insert with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace insert instrument could not be recognized. The procedure was completed with no patient harm.